Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation.   Intestinal perforation is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced perforation in the small intestine. On (B)(6) 2021, surgical intervention was performed to resolve the perforation. The patient is hospitalized in the intensive care unit for control purposes.

Event description:
On (B)(6) 2021, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced perforation in the small intestine. On (B)(6) 2021, surgical intervention was performed to resolve the perforation. The patient is hospitalized in the intensive care unit for control purposes. Additional information received on 06 apr 2021: on an unknown date, the patient experienced dyspnea and sepsis. On (B)(6) 2021, the patient died due to the sepsis. It was unknown if the sepsis was due to the patient's previous event of intestinal perforation. An autopsy was not performed.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.